Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 01/17/2020. Device evaluation: a visual inspection of the returned zcb00 iol was performed. The following observations were made: some particles, viscoelastic residues were present in lens body (surface) due to the lens preparation process. The lens was received cut in three (3) pieces. The complaint issue could not be verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process since there are indications the unit was handled and prepared for lens insertion at the surgical stage. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed one (1) other complaint has been received for this production order number and no product deficiency was identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. If implanted, if explanted,give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's left eye and removed during the same-day procedure as the capsule bag tore during insertion of the lens. A vitrectomy was required, however, there was no other complications. The surgery was completed successfully using a non-johnson & johnson replacement lens. The patient is doing fine. No additional information was provided to johnson & johnson surgical vision.